Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (faults / does not charge battery packs) was confirmed. As received, the charger was unable to charge a test battery pack. Upon evaluation, the q1 current controlling transistor was shorted. The cause of the faults and inability to charge a battery pack is the shorted component. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's battery charger was producing faults and would not charge the battery packs.